Manufacturer narrative:
The cause of the discrepant falsely elevated pt inr results is user error. Data analysis indicates the start of discrepant patient results correlates to the pour off of the innovin reagent from a larger reagent bottle to a smaller size reagent bottle without changing the reagent bottle settting on the instrument. The non-standard use would create level sensing issues and short reagent volume during testing or reagent contamination. Patient results were corrected after a new vial of innovin reagent was prepared and placed on the instrument in the correct bottle size. The issue was resolved by replacing the reagent with a correct bottle size setting and confirming with qc. The instrument and reagent is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated prothrombin time - inr (pt-inr) results were obtained on qc and patient samples. The patient results were reported to the physicians. There is no report of results having been questioned by physicians. The issue was resolved with use of a new bottle of pt innovin reagent. Samples were repeated, lower results obtained, and corrected reports issued. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated pt-inr results. There is no report of adverse outcome to patients as a result of the falsely elevated pt-inr results.